Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 8. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off events between 29-apr-2024 and 12-may-2024. First event occurred on 29-apr due to no adhesiveness. Second event occurred while taking a shower on 02-may. Third event occurred due to ripping off on 03-may. Three events occurred while sleeping on 6, 11 and 12-may. Two events occurred due to sweat on 08 and 11-may. No further information available.